Event description:
On (B)(6) 2010, the kci representative reported via telephone that the bed was alarming left chest buckle open and bed will not prone. There was no reported injury.

Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2010 and met specifications prior to patient placement. A kci service consultant went to the health care facility to inspect and evaluate the bed. It was confirmed that the left chest buckle was alarming open no matter how tight the straps are. The tape switch assembly was replaced. After replacing the tape switch assembly the bed functioned as designed.